Event description:
Customer reports that pins 3 and 4 on the base are either burnt or missing. Caller was unable to determine with certainty whether they were burnt or missing. No injuries reported. Requested return of suspect device and replacement was sent.